Manufacturer narrative:
Onsite investigation was preformed and the issue was confirmed as system became intermittently unresponsive. Site has opted not to pursue further service/investigation, as they may be replacing the system with another unit within their hospital group. No parts were replaced or returned.

Event description:
A medtronic representative reported that the navigation system became intermittently unresponsive. There was no patient present when this issue was identified.